Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: uterine wall, perforation (uterus)\ essure device protruding from the left cornua of the uterus"), uterine haemorrhage ("abnormal uterine bleeding/abnormal bleeding") and pelvic pain ("pelvic pain") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Prior to her essure implant, plaintiff´s periods were normal when she was not on birth control. Previously administered products included for prevent pregnancy: mirena from 2012 to 2014 and paragaurd from 2008 to 2012. Concurrent conditions included itchy skin, skin discoloration, asthma, venereal disease nos, vaginal itching, urinary frequency, urinary frequency, tenderness, breast pain and uterine polyp. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding / abnormal bleeding (vaginal)"), headache ("headaches"), nausea ("nausea"), alopecia ("hari loss"), mood swings ("hormonal changes describe: mood swings"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), depression ("depression / depressed / hormonal changes describe: depression"), menorrhagia ("period became much heavier / abnormal bleeding (menorrhagia)"), pollakiuria ("painful and frequent urination /bladder or urinary problems or changes frequent urination"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("infection (bladder/urinary tract/vaginal), type: urinary tract"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions type: rashes"), dry skin ("rashes or skin conditions type: dry skin"), migraine ("migraines"), palpitations ("blood or heart disorder/condition type: heart palpitations"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), flatulence ("gastrointestinal or digestive system condition type: frequent gas") and abdominal distension ("gastrointestinal or digestive system condition type: bloating") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"), 4 months after insertion of essure. On (B)(6) 2015, the patient experienced tooth fracture ("dental problems broken teeth"). In 2015, the patient experienced coital bleeding ("vaginal bleeding after intercourse") and anaemia ("anemia"). In (B)(6) 2016, the patient experienced abdominal pain ("abdominal pain lasting several weeks intermittently") and amenorrhoea ("amenorrhea"). On (B)(6) 2016, the patient experienced dysuria ("painful and frequent urination") and pain in extremity ("pain in the hands"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), anxiety ("anxious"), pruritus allergic ("allergic or hypersensitivity reaction type: itching"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal), type: yeast infection"), back pain ("back pain"), arthralgia ("joint pain") and energy increased ("energy increased energy increased"). The patient was treated with surgery (laparoscopy with bilateral robotic salpingectomy and corneal resection with removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, uterine haemorrhage, pelvic pain, headache, nausea, alopecia, mood swings, dyspareunia, depression, coital bleeding, anaemia, abdominal pain, amenorrhoea, pollakiuria, dysuria, pain in extremity, dysmenorrhoea, anxiety, pruritus allergic, urinary tract infection, vulvovaginal mycotic infection, female sexual dysfunction, rash, dry skin, migraine, palpitations, tooth fracture, allergy to metals, vaginal discharge, fatigue, weight increased, flatulence, abdominal distension and arthralgia outcome was unknown, the vaginal haemorrhage, menorrhagia and energy increased had resolved and the back pain was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amenorrhoea, anaemia, anxiety, arthralgia, back pain, coital bleeding, depression, dry skin, dysmenorrhoea, dyspareunia, dysuria, energy increased, fatigue, female sexual dysfunction, flatulence, headache, menorrhagia, migraine, mood swings, nausea, pain in extremity, palpitations, pelvic pain, pollakiuria, pruritus allergic, rash, tooth fracture, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Human papilloma virus test - on an unknown date: positive.. Hysterosalpingogram - on (B)(6) 2016: results: no evidence of fallopian tube patency total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: urinary tract infection, menorrhagia, pelvic pain, vaginal discharge, dysmenorrhea, back pain. Most recent follow-up information incorporated above includes: on 28-mar-2019: plaintiff fact sheet and medical records received. Events added from pfs- allergic or hypersensitivity reaction type: itching, infection (bladder/urinary tract/vaginal), type: urinary tract: yeast, apareunia (inability to have sexual intercourse), rashes or skin conditions type: rashes; dry skin, migraines, blood or heart disorder/condition type: heart palpitations, migration of essure device location of device: uterine wall/perforation (uterus), dental problems broken teeth, nickel allergy, vaginal discharge, fatigue, weight gain, gastrointestinal or digestive system condition type: frequent gas/bloating, back pain, joint pain, energy increased. Outcome of event vaginal haemorrhage, menorrhagia were updated. Medical history, historical drug, lab data, reporter information, aka name were added. Plaintiff demography added. Product indication added and implanted date updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding/abnormal bleeding") and pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: prior to her essure implant, plaintiff´s periods were normal when she was not on birth control. Concurrent conditions included itchy skin and skin discoloration. In (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced coital bleeding ("vaginal bleeding after intercourse") and anaemia ("anemia"). In (B)(6) 2016, the patient experienced the first episode of abdominal pain ("abdominal pain lasting several weeks intermittently") and amenorrhoea ("amenorrhea"). On (B)(6) 2016, the patient experienced pollakiuria ("painful and frequent urination"), dysuria ("painful and frequent urination") and pain in extremity ("pain in the hands"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), headache ("headaches"), nausea ("nausea"), alopecia ("hari loss"), mood swings ("mood swings"), dyspareunia ("painful intercourse"), depression ("depression / depressed"), menorrhagia ("period became much heavier"), the second episode of abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea") and anxiety ("anxious"). The patient was treated with surgery (laparoscopy with bilateral robotic salpingectomy and corneal resection with removal of essure) and surgery (laparoscopy with bilateral robotic salpingectomy and corneal resection with removal of essure). At the time of the report, the uterine haemorrhage, pelvic pain, vaginal haemorrhage, headache, nausea, alopecia, mood swings, dyspareunia, depression, menorrhagia, coital bleeding, anaemia, amenorrhoea, pollakiuria, dysuria, pain in extremity, the last episode of abdominal pain, dysmenorrhoea and anxiety outcome was unknown. The reporter considered alopecia, amenorrhoea, anaemia, anxiety, coital bleeding, depression, dysmenorrhoea, dyspareunia, dysuria, headache, menorrhagia, mood swings, nausea, pain in extremity, pelvic pain, pollakiuria, uterine haemorrhage, vaginal haemorrhage, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: no evidence of fallopian tube patency. Most recent follow-up information incorporated above includes: on 9-aug-2018: summons received: reporter and events dysmenorrhea, anxious, depressed were added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.